Event description:
It was reported that the patient had inadequate stimulation due to having high impedances and lead migration. It was also mentioned that the patient was having difficulty charging the ipg. The patient underwent an explant procedure wherein all device components were explanted. The explanted devices were not returned due to facility policy.

Manufacturer narrative:
Exact date unknown, event occurred two months ago based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2317-70. Serial: (B)(6), (B)(6). Batch: 7078462/7078463.